Manufacturer narrative:
The technician installed new track rails, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the transfer carriages and found that some of the front wheels were loose. Due to the loose wheels, the transfer carriage did not properly align with the docking station when loading and unloading the loading car. Additionally, the technician found that the track rails within the sterilizer's chamber required replacement. The issues identified with the transfer carriage and sterilizer caused the loading car to not properly align with the track rails subsequently resulting in the reported event. The steris service technician tightened the wheels on the transfer carriages and returned them to service. The track rails on the amsco 400 sterilizer are pending replacement. A follow-up MDR will be submitted once the repairs have been completed.

Event description:
The user facility reported that they were having difficulty loading and unloading their amsco 400 sterilizer with their transfer carriages. One employee stated that her wrist became sore. The employee self-treated with ice and ibuprofen.